Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited 914 ohms impedance in the bipolar configuration. Prior to 2006, bipolar impdance measured 1600 - 1100 ohms and in (B)(6) 2009, 1045 ohms.